Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 32/-4; 6570-0-032; 55408403, trident psl ha cluster 48mm; 542-11-48d; 54692401, size 5 accolade ii 127 deg; 6721-0535; 54887901, 6.5 cancellous bone screw 20mm; 2030-6520-1; t12vh1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
As reported: "patient complained of groin pain following primary [right] tha. Examination revealed iliopsoas tendinitis and pain. Patient underwent tendon release as well as revision of modular components [poly and head]".

Manufacturer narrative:
Failure mode updated from pain to patient factors and medical review confirms this failure mode. Reported event: an event regarding patient factors (iliopsoas tendinitis) involving a trident insert was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant revealed: "the october 18, 2017 operative report confirmed well-fixed and properly positioned total hip arthroplasty components, as well as an iliopsoas tendinitis. Incidental replacement of the bearing components and iliopsoas release was performed. There is no evidence component design, manufacturing or materials were responsible for this common post-arthroplasty soft tissue complication. " -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no similar events for this reported lot. Conclusions: the event was not confirmed. A review of the medical review stated "the october 18, 2017 operative report confirmed well-fixed and properly positioned total hip arthroplasty components, as well as an iliopsoas tendinitis. Incidental replacement of the bearing components and iliopsoas release was performed. There is no evidence component design, manufacturing or materials were responsible for this common post-arthroplasty soft tissue complication." The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient complained of groin pain following primary [right] tha. Examination revealed iliopsoas tendinitis and pain. Patient underwent tendon release as well as revision of modular components [poly and head]".